Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 5.4 x 5.8 cm in diameter abdominal aortic aneurysm. Vessel morphology was reported as the proximal aortic neck was 23 mm in diameter and 15 mm in length. It was reported that two days post index procedure the patient developed a fever. A non-contrast CT showed that there was inflammation around the stent graft however the returned culture revealed that there was no infection. The patient was administrated antibiotics. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (fever); (cause of event unknown). Conclusions: (cause of event unknown).